Event description:
The surgeon experienced a spinous process fracture during attempted distraction with the rack distractor instrument. As a result, the interspinous component could not be implanted.

Manufacturer narrative:
The pt was reported to have had poor bone quality. No issues were noted with the instrumentation as indicated by the initial reporter.